Event description:
It was reported that the itrak 3500p would not display any video and would not power up. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. It was determined that the uninterruptible power supply needed to be reset. Reason unknown. Once the power supply was reset the system was tested and found to be working as intended and placed back into service.